Event description:
It was reported that there was a catheter problem. The catheter had dislodged. There was a catheter revision scheduled for (B)(6) 2014. It was noted that there was cerebral spinal fluid (csf) leaking from bandages and that the patient had a tremendous headache. The actual onset was unknown, ¿sometime between implant on (B)(6) 2014.¿ it was reported that during post-op, the patient was ¿somewhat non-complaint.¿ one hour after implant the patient was out of the bed doing ¿golf swings.¿ the pump system was delivering dilaudid. Additional information received that the medical doctor (md) believed that the patient had spinal leak after some twisting the patient did. Additional information received reported that the catheter was not dislodged; a tighter purse string was used to close the leak. It was noted that the patient was receiving therapy and had no headache.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).